Event description:
The technician alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and installed the brake steer upgrade kit to resolve the issue.